Event description:
C-cc-gw - guidewire passage difficult/damaged or out of spec; it was reported that when the user installed the set, the guide remained stuck inside the catheter and the patient. The physician had to remove the whole system and noticed that the guide had broken. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. The avahf catheter was received with a 0.035" guidewire. The guidewire was found to be broken at the j tip weld and the outer coil wire has unraveled over a 20cm area. There are no missing components.